Event description:
Add'l info was rec'd confirming the reason for death for this file. The preliminary diagnosis autopsy report states that the immediate cause of death is bilateral necrotizing bronchopneumonia. It shows that the pt had a history of hypertension, chf, cardiomyopathy, status post coronary artery bypass graft in 1990, triple vessel disease, old myocardial infarction, and emphysema. The autopsy report states post aaa stent placement with proximal stent in contact circumferentially with the aortic lumen for distance estimated at 0.3 to 1.0 cm. This confirms that the cause of death is not related to the aneurx stent graft and that the cause of death was due to bilateral necrotizing bronchopneumonia not due to a cardiac event like originally reported in the medwatch submitted 1/24/2001.

Event description:
In 2000, a 26mm x 15mm diameter x 16.5cm length medtronic aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt expired 12/00. The physician stated that the death was not related to the stent graft and that pt was not a candidate for open repair. It was reported that the pt was fragile and high risk and the death was due to a cardiac event. It was reported by the physician that the stent graft had a good seal with no leaks noted post implant. No further info is available regarding this event despite repeated attempts to obtain info from the user facility and physician. A copy of the death certificate has been requested and is pending at this time. A supplemental report will be submitted if info obtained changes the conclusion. Based on the info at this time, corrective action is not warranted. The pt's death has not been confirmed to be related to the aneurx device.